Event description:
Pt underwent bronchoscopy with a single transbronchial biopsy from the lateral basil segment of the right lower lobe under fluoroscopic guidance. Pt developed hemoptsis, procedure aborted. Pt subsequently expired. Physician later reflected that design of product (biopsy forcep) may have contributed to the outcome. As this concern was first expressed to the facility well after the actual event. (See #6), the instrument was not retained. Physician feels the actual length of the jaw allows for bite of tissue beyond biopsy ball.